Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the up, down, check, and menu buttons on the spirit combo insulin pump were not functioning. No adverse event was reported. A request was made for the return of the device, replacement sent.